Event description:
The customer reported that the battery was not retaining a charge. The third-party biomed evaluated the device and it could not power on. Visual inspection discovered that the battery contacts were corroded. The reporter confirmed that a non-philips battery was in use on the device at the time of the reported events. There was no reported patient or user involvement and no adverse patient/user impact.